Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that at 02:00am at night, the patient experienced loss of consciousness and sweating and was found like that by their husband. The cgm reading was high, and the blood glucose reading was 37 mg/dl. The husband immediately stopped the insulin pump and treated the patient with orange juice with added sugar, as well as sugar orally. The patient was observed by the husband for 5 hours, after which the cgm reading was 357 mg/dl, and the blood glucose reading was 216 mg/dl. The patient reported feeling weak and awful after the event, but it was understood that the patient was eventually stable. The patient was not brought to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. At 02:00am at night, the reported glucose values fall within the e zone of the parkes error grid. While the patient was being observed by her husband, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.